Event description:
Number 20 gauge insyte caths leaking after IV start. IV restarted. Pt had to have IV started 2 times due to defective catheter. Third insyte with pink plastic inspected before use; the plastic split and was discarded before use.